Manufacturer narrative:
Manufacturing process review batch released on date: (B)(6) 2018 n. Of pieces released: (B)(4). Comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. Conclusions: there aren't non conformity elements in the document review.

Manufacturer narrative:
Batch review performed on (B)(6) 2019 lot 1902136: 189 items manufactured and released on 23-apr-2019. Expiration date: 2024-03-26. No anomalies found related to the problem. To date, 63 items of the same lot have been already sold without any other similar reported event.

Event description:
During the primary hip surgery, while the surgeon was drilling a hole for the screw into the acetabulum, the drill bit broke. Also while screwing into the acetabulum, a screw warped. The surgeon had a back-up drill bit and a screw and completed the case by using them. There was no delay in the case and the surgery was completed successfully.

Manufacturer narrative:
On december 6th 2019 it was communicated that the devices are not available.